Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a full breach insulation degradation exposing the outer coil at 17.9 cm from the connector pin. The insulation also appeared to be wrinkled in this region. (B)(4).

Event description:
This report is to advise of an event observed during analysis.